Event description:
It was reported that prior to a surgical procedure at the user facility, smoke came from the device. The procedure was completed successfully with no delay, no medical intervention, no patient impact and no adverse consequences. It was then reported that during equipment testing of this same device by a manufacturing service technician at the manufacturing facility, the device was found to have an oily substance on the outside of the motor and service marked leaking. There was no patient involvement, no delay, no medical intervention and no adverse consequences.